Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 , that on (B)(6) 2018 , the sensor was not receiving. The sensor was inserted on (B)(6) 2018. No additional event or patient information is available. No product or data was returned for evaluation. Confirmation of the complaint could not be determined. The root cause could not be determined.